Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx birfurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The pt has a history of heart disease, atrial fibrillation, and sinus brady-tachy syndrome with pacemaker placement in 1998. Aneurysm morphology is unknown. Vessel tortuosity was reported to be non-tortuous with no calcification. Operative notes received state that the pt was brought to the operating room and prepped and draped in the usual sterile fashion. Both common femoral arteries were isolated. A 16 french sheath was placed in the lower abdominal aorta through the right common femoral artery, and a 22 french sheath was placed into the lower abdominal aorta from the left side. The bifurcated stent graft was advanced through the left sheath to just above the renal arteries, and the renal arteries were identified by angiography. The birfurcated stent graft was deployed just below the left (lower-most) renal artery. The 16 mm diameter x 11.5 cm length iliac limb was inserted through the right side and deployed in the contralateral gate with the distal aspect landing within the common iliac artery. It was reported that the legs of the stent graft were crossed. From the left side, a 16 mm diameter x 5.5 cm length extender cuff was deployed with the distal aspect approx 2 cm above the left iliac artery bifurcation. A 16 mm angiogplasty balloon was inflated at all the junction points within the graft. It was reported that the angioplasty balloon was inflated in only one limb of the stent graft, possibly crushing the other limb. Imaging demonstrated satisfactory stent graft placement. No contrast leakage was noted around either the proximal or distal aspect of the stent graft. No transgraft leak was noted. The pt appeared to tolerate the procedure well without immediate periprocedural complication. It was reported that the pt developed a diminished pulse in the right leg four hours after the implant procedure, and the pt was returned to the operating room. The right common femoral artery was isolated a thrombectomy was performed on the right lower extremity. Balloon angioplasty was performed on the right limb of the stent graft where it crossed the left limb. A catheter was advanced into the upper abdominal aorta and angiography was performed. This demonstrated lower flow through the right limb as compared to the left with some irregular filling defects consistent with thrombus. A thrombectomy and balloon angioplasty were performed, and repeat angiography revealed improved flow through the right iliac limb. Angiography of the right lower leg revealed patent popliteal and posterior tibial arteries with occlusion of the peroneal artery. The anterior tibial artery was patent to a point of atherosclerotic narrowing in the lower calf. It was reported that the pt would be monitored very closely. No clinical sequelae were reported, and the pt is reported to be fine.